Event description:
It was initially reported that the physician's handheld was not holding a charge. The handheld was plugged in over the weekend but when it was attempted to be used, a warning message came up stating that the battery was running low and to plug into the outlet. The programming system is stored at normal office temperatures. The handheld and flashcard have been returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.